Manufacturer narrative:
H11: the device was evaluated on-site by a baxter qualified technician. During visual inspection, the technician identified a broken electric motor sprocket. A replacement part was ordered, and the device was repaired on (B)(6) 2024. Functional testing following repair confirmed the lift was operating as designed. On (B)(6) 2024, the hospital reported that its internal investigation concluded the lift did not contribute to the patient¿s death. Based on the information currently available, a causal relationship between the reported device malfunction, the alleged fall, and the patient¿s death has not been established. If any additional relevant information is received, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported the likorall 250 es lift (product code 3122501, serial number (B)(6) allegedly malfunctioned during a patient transfer, resulting in the patient falling onto the bed. The patient reportedly sustained injuries and subsequently passed away on (B)(6) 2024. The cause of death was not reported; nor was it confirmed whether the fall contributed to the patient¿s death. The hospital¿s internal investigation concluded that the lift did not contribute to the patient¿s death. A later inspection identified a broken motor sprocket, which was repaired, and the device was found to be functioning as designed. No further information was available at the time of this report.